Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient was getting stimulation on groups a and b, but wasn't feeling stimulation with group c and experienced a loss of therapy as of (B)(6). It was noted the patient had felt stimulation with group c in the past. The patient had one lead programmed for her stimulation, but wasn't using bilateral stimulation currently. The rep. Met with the patient later and was able to reprogram the patient's stimulator resulting in excellent coverage. It was noted the patient was a complex regional pain syndrome patient.